Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). Immediately after implantation of the closure device, a posterior pericardial effusion was identified via transesophageal echocardiogram (tee). Protamine was administered and a pericardiocentesis was performed. 350ml of fluid was drained. The patient fully recovered and was discharged.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). Immediately after implantation of the closure device, a posterior pericardial effusion was identified via transesophageal echocardiogram (tee). Protamine was administered and a pericardiocentesis was performed. 350ml of fluid was drained. The patient fully recovered and was discharged. It was further reported the cardiac tamponade occurred in conjunction with the pericardial effusion. Seven (7) days post index procedure the patient experienced heart failure.

Manufacturer narrative:
B5 describe event or problem updated h6 patient codes updated.